Manufacturer narrative:
A ge service rep performed an onsite investigation and replaced the pcb signal interface card. The system was tested and operates as intended.

Event description:
The customer reported that there was a communication problem on the cradle console of the c-arm system. There was also no x-rays when ordered, and the indicator, and the emission light would stay on. No pt injury was reported.